Event description:
Pt was in sling being lifted into the bath tub, when letting her down into the tub at approx 12" above the bottom of the tub, bolt/pin broke, letting her fall approx 12". Pt was not injured. One person involved.